Manufacturer narrative:
Continuation of d10: b3301542 dbs lead implanted on (B)(6) 2023. B3301542m dbs lead implanted on (B)(6) 2023. B35200 dbs ipg implanted on (B)(6) 2023. B3400040m neuro extension implanted on (B)(6) 2023. B3400040 neuro extension implanted on (B)(6) 2023.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right atrial (ra) lead exhibited high impedance and a spike of impedance. It was also reported that the ra lead exhibited oversensing and noise. A fracture on the ra lead was suspected. The ra lead was reprogrammed, capped, and replaced. No patient complications have been reported as a result of this event.